Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) with a monitoring voltage of 2.51 and charge times of 16.1 seconds. This device is part of the shortened replacement window product advisory that was communicated on april 5th, 2007. Technical services recommended replacing the device within a month of reaching eri. No adverse patient effects reported.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated.